Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 48.5 cm from the proximal end. The embolization coil was detached from its pusher assembly. The proximal constraint sphere was intact on the proximal end of the embolization coil. Conclusions: evaluation of the returned device revealed that the ruby coil¿s pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, the pusher assembly may become kinked. Upon retracting the kinked pusher assembly, the pusher assembly may come fractured. If the two fractured segments of the pusher assembly are separated during the retraction, the pull wire may retract out of the distal detachment tip (ddt) and allow the embolization coil to detach from its pusher assembly. The resistance experienced by the physician could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil. During the procedure, the physician experienced resistance while advancing a ruby coil through the end of the non-penumbra microcatheter and into the existing coil mass within the patient; consequently the ruby coil pusher assembly became kinked and the ruby coil unintentionally detached within the microcatheter. The physician therefore removed the microcatheter with the detached coil inside, and then completed the procedure using the same microcatheter and a new ruby coil. There was no report of an adverse effect to the patient.